Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device was heating up, damaged battery cap. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed customer received the reported issue pump was heating up and damage to the battery cap. No harm requiring medical intervention was reported. Customer was advised to disconnect the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the low battery alert (104) on 01/23/2025 12:40:00 after more than 7 days at 23.95 days. Battery cycle 3.0 received the low battery alert (104) on 12/30/2024 12:29:00 after more than 7 days at 20.62 days. Battery cycle 2.0 received the low battery alert (104) on 12/09/2024 15:50:00 after more than 7 days at 15.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, missing display window cover, broken belt clip rails, and battery cap contact damaged (found in battery tube). No power errors or device heat up noted and passed all required testing. However, a battery cap contact was found in battery tube sitting on top of battery spring contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.